Event description:
It was reported that the lead dislodged due to twiddlers syndrome. The lead was explanted and replaced. There were no complications during the procedure.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.